Manufacturer narrative:
Initial 5 of 8. Name: (B)(6). Country: united states of america. Address ¿ line 1: (B)(6) address ¿ line 2: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level due to a bent cannula of infusion set and was treated with correction bolus via pump on (B)(6) 2026.